Event description:
It was reported that the right ventricular (rv) was explanted due to dislodgement. This lead had dislodged after the initial implant. The physician tried to reposition it multiple times but were not able to. The physician looked at the lead when explanted and found that some tissue was stuck in the helix that was affecting while repositioning the lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes.

Event description:
It was reported that the right ventricular (rv) was explanted due to dislodgement. This lead had dislodged after the initial implant. The physician tried to reposition it multiple times but were not able to. The physician looked at the lead when explanted and found that some tissue was stuck in the helix that was affecting while repositioning the lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The complete lead was returned intact. Blood and body fluid was noted in the lumen. The helix was retracted and dried body fluid and tissue were noted in the helix housing. Deformed and stretched coil was noted at approx. 270, 280, 290, 310, and 325 mm from the terminal end. Slight twist in the insulation at approx. 160 mm from the terminal end was also noted. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section h6 device codes.

Event description:
It was reported that the right ventricular (rv) was explanted due to dislodgement. This lead had dislodged after the initial implant. The physician tried to reposition it multiple times but were not able to. The physician looked at the lead when explanted and found that some tissue was stuck in the helix that was affecting while repositioning the lead. Subsequently a new rv lead was successfully implanted. No additional patient adverse patient effects were reported.